Event description:
Device was returned for service. During service, technician found the jaws of drill chuck had fallen out and color ring no longer holds. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the jaws of drill chuck had fallen out, broken and color ring no longer held. Various parts were replaced to repair and device returned to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.